Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.